Event description:
False positive serum tricyclic antidepressant (stad) qualitative screening results were obtained on qc and patient samples. The patient results were reported to the physician. The samples were repeated after a new calibration and samples were repeated. Negative screening results were obtained and corrected results were issued. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the false positive stad results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the false positive stad screening test results is unknown. Concordant results after recalibration indicate a prior failed calibration with unknown cause. The IFU for the emit(r) tox serum tricyclic antidepressants assay states: the emit(r) tox serum antidepressants assay detects the presence of drugs and their metabolites. A positive result should be confirmed by an alternate method. The instrument is performing within specifications. No further evaluation of the device is required.